Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with deep brain stimulation implantable pulse generators experienced several issues, including the right implantable neurostimulator battery level being lower than expected at 20% instead of the anticipated 40%. The patient representative noted that the right side has higher settings, which is known to use battery power more quickly. Problems were also reported with a replacement handset, as the screens appeared different from the previous handset and there was no option for the other side. Additionally, it was identified that the wrong handset kit had been ordered for the patient. During troubleshooting, the left implantable neurostimulator battery was noted to be at 50%. Troubleshooting steps included contacting support for assistance, reviewing implant information, and arranging for another replacement handset. No patient complications have been reported as a result of this event.